Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed system placement, with system migration suspected based on x-ray imaging. A revision was performed and a defibrillation threshold (dft) test was performed, with some communications issues noted due wand placement. This s-ICD remains in service. No additional adverse patient effects were reported.